Event description:
Hcp reported, pt was diagnosed with an intraspinal mass on MRI in 2006. The pt had increased pain and new or different mid-cervical sensory complaints with weakness of all limbs. The pt had received morphine sulfate 50 mg/ml at 26.8 mg/ day since 2003. The pt underwent surgical exploration and mass removal in 2006. Current pt status was not received.